Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient used a uv light treatment to address pain present prior to implant. The rep said that they were notified that the patient used the treatment the day prior to the report and had pain at the battery site when they woke up the next morning. The rep was unsure if the patient was using the light directly on the ins site. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the pain resolved with time. No further complications were reported.